Manufacturer narrative:
The affected device was checked by dräger service and the log book was available for analysis by the manufacturer. Based on the logbook entries, it was confirmed that the evita 4 performed two warmstarts in succession on (B)(6) 2020 at 3:26 am. The following "mv low" alarm was silenced by the user within the same minute, and the device was then used for ventilation without further incidents. The stored error codes indicate a temporary deviation on the graphic controller circuit board. The affected circuit board was replaced, and a subsequent complete device check according to the manufacturer's specification was carried out without any deviation. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. The boot sequence has duration of approx. 8 seconds and is accompanied by an audible alarm. After the second warmstart, ventilation continued with the previous parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted in the isolation room during ventilation. The patient was unharmed.